Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that pre-dilation was performed with a 22 mm non-medtronic dilator, a 26-french non-medtronic sheath was then advanced into the distal main pulmonary artery. The valve appeared to be in normal position but there seemed to be some asymmetry in struts 4-5. After consultation with medtronic clinical support, it was decided to deploy the valve. In lateral view, there appeared to be posterior motion of struts 4 and 5; however, the valve seemed stable. Severe central pulmonary regurgitation occurred. Upon further imaging, the valve seemed stable. At that point, it was decided to post-dilate using a 25 mm non-medtronic (z-med) balloon to attempt to straighten the valve frame. It was noted that the valve gradients remained stable throughout. Intracardiac echocardiogram was performed that revealed moderate pulmonary regurgitation. After that, it was decided to implant the second 22 mm pulmonary valve. Following the implant of the second valve, an aortic root angiogram was performed to evaluate the position of the coronary arteries. The left coronary artery appeared close to the first valve, and the right coronary artery was remote. A post-implant dilation was performed using a non-medtronic (z-med) balloon. Coronary compression was not observed. The catheter was withdrawn, and the balloon was deflated. The second valve was successfully implanted inside the first valve. No pulmonary regurgitation was observed, and the mean gradient at the end of the procedure was 10 millimeters of mercury (mm hg). It was further reported that in terms of patient anatomy, narrowing of the main pulmonary artery or native valve leaflet tissue contributed to the kinked strut. 1 inflation was performed for the balloon dilation, and the inflation time was 4 seconds. The inflation device used was an in deflator, and nominal pressure was used. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that post-implant dilation was performed on the second pulmonary valve to ensure the valve had adequate opposition to the pulmonary artery wall. No additional adverse patient effects were reported.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic pulmonary valve, pressures showed as 10  m illimeters of mercury (mm hg) across the valve. A right ventricular angiogram was performed that revealed mild-moderate pulmonary regurgitation, and a kink at strut 5. Balloon dilation was performed with a non-medtronic 25 millimeter (mm) (z-med) balloon. The kink resolved slightly. Pressures were repeated, but they remained the same. A pulmonary artery angiogram was performed and mild-moderate pulmonary regurgitation remained. Intracardiac echocardiography (ice) imaging was performed that also revealed mild-moderate pulmonary regurgitation. The decision was made to place a second medtronic pulmonary valve inside the first pulmonary valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID pb1018 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 product ID harmony-dcs (lot: unknown); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.